Event description:
The tech alleged that the hand pendant was pulled and exposed bare wires are exposed. No pt impact.

Manufacturer narrative:
The tech replaced the hand pendant to resolve the issue.